Manufacturer narrative:
The pump passed the displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 7.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. Customer will return device for analysis.